Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1385 showed no other similar product complaint(s) from this lot number.

Event description:
Patient hospitalized in cardiology then ctcv from (B)(6) to (B)(6) for infectious endocarditis. It was reported PICC line installation on (B)(6) 2020 (right arm)for prolonged parenteral antibiotic therapy in this setting (- images on the pacs). Reviewed in hdj infectiology on (B)(6) 2020. Observation of sensory disturbances (painful paresthesias) in rightulnar territory with motor deficit (interosseous impairment) without sensory deficit. Patient reports the appearance of this painful symptomatology during hospitalization, not being able to date it exactly. Emg dr on (B)(6): confirmation of ulnar nerve damage in the right arm, without evidence for an underlying neuropathy. -> suspicion of ulnar lesion on piccline placementmotor deficit abductor muscles of the v and interosseous + painful paresthesias in ulnar territory.